Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that on 2020-dec-09 they followed up with their doctor, who recommended not using the external stim pads near their internal stim device or its wiring. They said the stim device appeared to be working well and as it should. The patient noted they hadn't had anymore pain on their backside and everything appeared to be fine. They still used their external stim unit for their lower back problems and they bought new pads because their others were worn out and wouldn't stay in place. They had also used their external stim unit with an anal probe to increase their sphincter strength and as long as they turned off their internal unit there was no interferences or problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient said that about two weeks ago was using external stimulator for back pain and one of the pads slipped and landed on lead site and patient said experienced shock in sphincter and ins area for a brief moment. Patient said that he removed for lead site and the shocking sensation stopped. No further complications were reported.